Event description:
The customer reported a problem with the battery. They reported that the battery was "low". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.